Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms when it was connected to the implantable cardioverter defibrillator (ICD). Troubleshooting was performed, however, it was unable to resolve the high shock impedances. It was noted that the rv lead wouldn't fit in the header, and the physician saw something in the port of the header. The ICD was removed and replaced prior to pocket closure. When the rv lead was connected to the new ICD, the shock impedances were still out of range. The physician elected to surgically abandon and replace the rv lead, which resolved the issue. The physician suspected that the rv lead may have been fractured with the plasma blade or upon insertion into the new ICD. No additional adverse patient effects were reported.